Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device inappropriately shut down while attempting to transfer data via usb. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department; the malfunction was duplicated and attributed to water ingress. Due to the condition in which the device was received, root cause analysis could not be performed. The device was returned to the customer labeled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.